Event description:
Boston scientific received information that this right atrial lead exhibited out-of-range pacing impedance's of greater than 2000 ohms, and was found to have dislodged. The lead was successfully repositioned. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.